Event description:
Md was using a 6 inch needle holder and tip broke off. Md retrieved entire broken piece and 2 staff rns verified broken piece matched needle holder. No x-ray needed. No injury to patient. Needle holder and tip send to risk management for review.